Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use closurefast ablation device during procedure to treat 13 segments in the great saphenous vein (gsv). Tumescent infiltration was utilized. The lumen was flushed prior to use. IFU was followed. A proper temperature was reached. Compression was used during the procedure. It was reported that the foil covering the heating element was ruptured after the first truncal vein. The heating coil of the device was slightly exposed when pulled out of the first truncal vein. There was no warning message displayed on the generator. The procedure was completed with a new closurefast after damage was noticed. The vein closed. A follow-up procedure has not been performed yet. There was no patient injury.

Manufacturer narrative:
Image review: two image files were returned for analysis. Visual inspection of the catheter heating element/coil images revealed the following the closurefast coiled segment showed signs of use, slight bend observed in the length of the heating coil. It was noted the fep material was melted approximately mid-way along the coil element from the distal tip. No other damages or anomalies were observed. There were no signs of the bare coil exposed, fep deformation/melting but no signs of biologics within the fep. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the closurefast device was returned to medtronic investigation lab for evaluation. The device was returned within previously used sealed tyvek pouch. No ancillary devices or images from the procedure were received with the device. One kink was evident on the returned device, the kink was observed approximately 80.0cm from the distal tip. No issues identified in the catheter connector. Visual inspection of the catheter heating element/coil revealed the closurefast coiled segment showed signs of use. It was noted the fep material was melted approximately mid-way along the coil element from the distal tip. No other damages or anomalies were observed. There was no sign of the bare coil was exposed, fep deformation/melting but no signs of biologics within the fep. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to the test parameters, test methods and acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. It was reported that the foil covering the heating element was ruptured after the first truncal vein was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the physician followed-up with the patient. Nothing unusual was noticed with the post-op control examination. The patient is doing fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.